Manufacturer narrative:
This report is being supplemented to report investigation results. The device referenced in this report was discarded, and was not returned to olympus for physical evaluation, therefore, this investigation was conducted based on information provided. Since the actual complaint device was not returned, a sample device was used to reproduce the reported failure. The biopsy valve can be attached to a test scope without splitting. The lot number provided by the customer was not a valid lot number, so a device history record review could not be conducted. Conclusion/cause: it's presumed that the biopsy valve has split due to improper attachment. Judgement: mishandling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the reported event.

Event description:
The nurse at the user facility reported that she believes that it only happened the one time where the slip tip syringe came off with the biopsy valve while doing washings and had to abort the case. As for the how many times the biopsy valve has split while we were applying it, was a probably a handful of times, 10 maximum. The nurses are more used to handling the valve now and don't seem to be having as many problems.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a bronchoscopy/endobronchial ultrasound (ebus) after the administration of normal saline (ns) for a bronchoalveolar lavage (bal) specimen, the syringe became stuck in the valve. While being removed, the slip, tip came off the syringe. Additionally, the biopsy port came off. Per the customer, by the time another valve was available, the procedure was being abandoned as the patient had begun to decompensate. The patient was brought back a second time to complete the procedure.